Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 522-523 mg/dl and 0.1 mmol/l ketone level due to an unspecified cartridge issue. Bg level was addressed by performing a cartridge change and setting up a temporary basal rate. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue.